Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify unexpected battery power loss and perform idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not trusting the insulin pump works as designed. The customer¿s blood glucose level was 460 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not treated for high blood glucose and did not received medical attention. Customer states no damage to drive support cap. Customer states insulin exists tubing. Customer states bolus and basal matches with total daily dose. Customer states bolus delivery was seen in bolus memory. The device will be returned for analysis.